Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 5590188, and no non-conformances related to the reported complaint were identified. Concomitant products: mentor smooth round moderate profile 350cc saline prosthesis, catalog #3501655, serial (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis and experienced left sided deflation post procedure. The deflation was confirmed by a physician. As a result, device replacement with mentor smooth round moderate profile 350cc saline prostheses was performed on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation 4/6/2019. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 5/6/2019. Device evaluation summary: it was reported that a 47-year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 350cc saline prosthesis and experienced left sided deflation post procedure. During evaluation of the sample a tear was observed on the anterior aspect of the implant measuring less than 0.1 cm. Microscopic examination was performed. No evidence of instrument damage was observed. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).